Event description:
Pt presented for pci. During procedure, infraredx catheter was prepped according to IFU. It was inserted into the om2 and at that time the fellow noticed the pt had no pressure. Doctor tightened the touhy and still no pressure on the monitor. He decided to proceed with pullback. The results were outliers, indicative of air in either the catheter or vessel. The pt began crashing at this time and the catheter was removed. After intubation and CPR, doctor took a quick angiogram and the vessel was closed. Doctor intervened, using an export catheter and medication. Pt stabilized. Doctor confirmed vessel was open. Doctor believes root cause to be an air embolus and not catheter.

Manufacturer narrative:
Catheter was returned to manufacturer for investigation. Upon receipt, catheter was inspected for any visual or manufacturing defects. None found. Catheter was then tested on a test bed and found to be fully functional, producing functional chemograms and ivus info.